Event description:
Patient and physician elected to perform a revision procedure where the nalu ipg (implanted pulse generator) was moved to a location/position that was more comfortable for the patient to access and place the adhesive therapy discs. No medical issues or device failure was reported.